Manufacturer narrative:
Inspected 1 opened/used sensor and performed visual inspection and found sensor with cannula broken, broken part is missing. See attachment file for details. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call of sensor issues. Customer's blood glucose was 98mg/dl at the time of incident. It was found that the cannula was broken. No further details given.